Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, the customer experienced blood glucose (bg) level of 51mg/dl, cause was unknown. Carbohydrates were consumed to address bg level. Reportedly the customer reverted to manual injections for insulin therapy.